Manufacturer narrative:
On september 24, 2019, received additional information from the customer indicating that the lifeband was pulled out from the autopulse platform, but it was not difficult to remove it. Based on the additonal information received from the customer, this complaint is being retracted as a not reportable event. Per zoll autopulse system medical device reporting policy document, this complaint is considerable not reportable, no patient involvement and therefore will not cause or contribute to serious injury. Cannot occur during active operation.

Manufacturer narrative:
Zoll has not received the lifeband for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the customer power up the autopulse platform system and a user advisor error message red light illuminated on the autopulse platform. Customer doesn't know the specific user advisor error message. During rotation, the lifeband got caught when the autopulse platform started to compress. No patient involved. On 8/20/2019, received additional information from the customer indicating that the autopulse platform system generated an error message, but it was cleared after the lifeband was replaced. The customer had been able to continue using the autopulse platform system without issues, the autopulse platform is working as intended with no device malfunctions.